Event description:
A user facility reported that a patient's eye would not support an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.